Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in clinic for normal follow up. The patient received inappropriate antitachycardia pacing and shock therapy due to morphology discriminator. Reprogramming changes were recommended. The patient condition is fine.